Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, when the firing trigger was grasped, it was too hard to grasp. After the firing, the metal pan and the cartridge body were disassembled. Another device was used to complete the case. It was the first time for the doctor to use the device. When the doctor checked the disassembled cartridge, one of the two salient parts, they were on the back of cartridge and joints cartridge body and metal pan, was missing. As the one salient part was not found when the abdominal cavity was cleaned, the broken piece might have remained inside the patient. There were no adverse consequences for the patient. (B)(6). Received and review two digital pictures on 3/30/2010: two digital pictures show the staple cartridge body was separated from the staple cartridge metal pan.